Manufacturer narrative:
The reported event information was received via FDA report mw5092989. No follow-up with the consumer is possible, and the product model and serial number is unavailable. The product is not available for evaluation. The product trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. A review of nonconformances from five years prior to the date of event did not identify any nonconformities that could contribute to the reported event. The reason for the patient¿s yag and lasik procedures is unclear. It appears that the patient developed capsular fibrosis and then the iol lost its accommodation capability due to the fibrosis. The patient¿s open angle glaucoma is not related to the device but might be related to the steroid therapy. The patient had a history of dry eye (due to kcs) and the treatment received for dry eye (the drops and possibly the steroid) is unrelated to the lens. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.

Event description:
Report two of two ¿ right eye. It was reported that a patient underwent cataract surgery of the right eye approximately three years ago with implant of an intraocular lens (iol). The patient reportedly experienced halos with lights, ghost images, and decreased vision. The patient underwent a yag procedure with no improvement and then a lasik procedure, after which everything worsened. The patient experienced dry eye which necessitated steroids and prescription drops. After long term steroid use, the patient has glaucoma. The patient has a decreased field of vision of the right eye. The patient has undergone mris to rule out brain tumor or optic nerve tumor. The patient is a poor candidate for eye surgery. The patient reports that the issues experienced are a result of the original cataract surgery and worsened by the lasik surgery. The patient reports no distance vision and poor close-up vision, requiring glasses to see near and far. The patient has quarterly visits to the cornea and retina specialist. No additional information is available.